Event description:
On august 5, 2015, nakanishi received an email from nsk (B)(4) regarding a patient incident. According to the email, (B)(4) was advised of the incident and provided with contact information on july 28, 2015. As soon as nam received the information, (B)(4) contacted the facility to hear details. The details are as follows. On (B)(6) 2015, a dentist was performing crown preparations on no.4 & no.5 with nsk handpiece, ti-max z95l (serial no.(B)(4)). The dentist stopped the operation to change burs and realized the handpiece was hot. The dentist switched handpieces and continued to work. While inserting the temporary, the dentist noticed a burn on the right side of the upper lip and adjacent cheek. The patient was under local anesthesia. Medical treatments of norco5/325 and magic mouthwash with 50/50 were provided. Information packet and shipping label were emailed to send the handpiece to (B)(4). On july 31, 2015, (B)(4) contacted the office to inquire about shipment or needed assistance. On august 3, 2015, the handpiece arrived at (B)(4). On august 4, 2015, (B)(4) forwarded the handpiece to the manufacturer, nakanishi for full evaluation.

Manufacturer narrative:
Upon receipt from nsk america of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject ti-max z95l device [(B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotate it by hand to see bearing condition. Nakanishi observed that the bur did not rotate smoothly. Nakanishi conducted a temperature testing of the returned device in the following manner: temperature sensors were first attached to the exterior of the device at various test points (e.g., most proximal to the patient and along points further toward the distal end of the device). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points (a), (b), (c) and (d). Nakanishi rotated the handpiece at 40,000rpm, which is maximum rpm for the motor that drives the handpiece (200,000 prm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the abnormal temperature rise at the test points (a) and (b) (points close to the patient) as follows after the beginning of the measurement ; (a) 59.8 degrees c and (b) 76.2 degrees c. The rise was so sudden that the temperatures, 59.8 degrees c and 76.2 degrees c were observed only about 10 seconds into the planned 5 minutes evaluation period. Then, nakanishi washed the inside of the handpiece using nakanishi pana-spray. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operation manual, nakanishi measured the temperature of the handpiece. Even after cleaning, nakanishi still observed a quick rise in temperature. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed breakage of the retainer (a ball retaining part) in the cartridge bearing. Nakanishi took photographs of all the damaged parts mentioned above and kept them in a file. Nakanishi then replaced the damaged bearing and measured the exothermic situation yet again. There was no abnormal temperature rising during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to damage to the bearing. The damage observed caused abnormal rotation resistance, which would result in the handpiece overheating. A lack of maintenance causes the damage observed to the cartridge. This will contribute to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi first reviewed the operation manual and ensured clarity, understandability and feasibility of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance as instructed in the operation manual .